Event description:
Patient was brought in for stent assisted coiling of a comm aneurysm. The physician successfully placed stent and was able to access aneurysm with successful placementof coil in aneurysm. The coil had been appropriately positioned, and the physicianattempted to release it using the detachment controller; however, the device failed todetach. A company representative was present during the procedure and assisted withtroubleshooting efforts, guiding the physician through several recommended stepsincluding using a second detachment controller. Despite these attempts, the coil couldnot be successfully released. As a result, the coil was completely withdrawn andremoved. Physician lost access to aneurysm during removal, attempting to reengagebut was unsuccessful. As a result, patient to return for coiling in 4-6 weeks. Patient wasadmitted to NSICU(Neurosurgery Intensive Care UniT) for monitoring.